Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery life was less than expected and moisture was observed behind the display. It was reported that there was no damage to the battery compartment or cap. The issue allegedly had occurred with multiple batteries from different packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found evidence of short battery life with multiple replace battery warnings on the complaint date. Battery compartment was found to be cracked below the grip pad with no evidence of moisture intrusion inside the compartment. The pump powered on with auditory and vibratory features. The display was multi-colored and distorted. No tactile issues were observed with the buttons. A rewind/load/prime sequence was executed without incidences. The electrical current draw readings were out of specifications. The reported power issue was verified in the black box but not duplicated in the investigation. A leak test did not show any leak on the device. Pump casing was opened and evidence of moisture contamination was observed on the transceiver board. Replacing the transceiver board returned the current draw readings to within specifications.